Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: - the misplaced screw was detected by the surgeon via x-ray imaging before the surgery was completed; the screw was removed during the surgery and was not replaced. - there was no actual harm or negative clinical effect to the patient due to the misplaced screw, neither due to the 60 minutes of prolonged anesthesia; however, the surgery was considered not successful since only 5 out of the planned 6 screws were placed at the end of the surgery. There was also an increased risk of harm to the nerve root at right l4 due to the misplaced screw. - no further medical/surgical remedial actions were necessary, done, or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the right l4 screw from the intended trajectory in the superior direction is: - poor calibrations of the non-brainlab tap and non-brainlab screwdriver to the display of navigation, not following brainlab recommendations as required, which led to a deviation of the instruments in the navigated display of the registered patient scan compared to their actual position in the vertebra, which for this specific screw at right l4, was compounded by the user already creating a channel/screw path with these instruments that was superior to the trajectory planned within the software (as displayed in the navigation). Specifically, the calibrations were not completed per brainlab recommendations with: a smaller than recommended reference array being utilized for the screwdriver, use of an incorrect (too large) diameter receptacle for the screwdriver calibration process despite a smaller screw size which created slack (ability of the instrument to move within the calibration receptacle rather than having a snug fit as required), and an accuracy warning from the software after the calibration of the tap which the user ignored to proceed to verification. Apparently, the resulting deviation in the navigation display was not recognized with the necessary continued user verification of navigation accuracy throughout the procedure, and/or prior to (or during) planning and placing the pedicle screw at right l4. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for fusion at vertebrae l3-l5 for lumbar stenosis, with intended placement of 6 pedicle screws for fixation, was performed with the aid of the display by the brainlab spine & trauma 3d navigation software 1.5. During the procedure the surgeon: - with the patient prone, attached the navigation reference array on the patient's (right) iliac crest with schanz pins. - acquired a 3d fluoroscopic scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, and verified and accepted the accuracy of the registration to proceed. - calibrated a non-brainlab probe, non-brainlab tap, and non-brainlab screwdriver to the navigation: the non-brainlab tap initially failed the validation step in the navigation software for an instrument with stored/known geometry, so the user performed a manual calibration instead. After the manual calibration, the software displayed a message to the user that the accuracy could be improved with suggested recommendations; the user selected the ignore button on this message to proceed. The surgeon also had difficulty achieving an acceptable accuracy for the manually calibrated screwdriver, and repeated the calibration process until the accuracy was deemed acceptable. The accuracy of all the calibrated instruments was verified by the surgeon and accepted to proceed. (Note: the surgeon recalibrated the screwdriver prior to each screw placement, and continued to experience challenges achieving their expected accuracy for these calibrations throughout the procedure.). - planned and saved trajectories for the pedicle screws in the software. - aligned the navigated probe to the left pedicle of l3, used a mallet with the probe to make an initial path in the pedicle, used the navigated tap to prep the screw path, and used the navigated screwdriver to place the screw down the prepared path. - followed the same navigated surgical workflow to place screws in the left pedicles of l4 and l5, followed by the right pedicles of l3, l4, and l5. - while using the navigated screwdriver at the right pedicle of l4, the surgeon had trouble aligning the screwdriver to the path previously created with the probe and tap. - recalibrated the screwdriver once more to navigation, and verified and accepted the accuracy of the instrument to proceed. - tried to align the navigated screwdriver again to the planned screw trajectory of right l4, but noted that the position of the screwdriver and screw looked slightly superior to the planned intended trajectory in the display of navigation, but continued to place the screw. - continued with the non-navigated portion of the surgery to complete the bone work and placement of rods. - acquired x-ray images and determined the screw at the right pedicle of l4 was superior to the desired location (amount of deviation not provided, but was apparently more superior than originally observed on the display of navigation), but all other screws were correctly placed as planned. - removed the screw at right l4 without replacement. - replaced (repositioned) the rod on the right side and completed the surgery. According to the surgeon: - the misplaced screw was detected by the surgeon via x-ray imaging before the surgery was completed; the screw was removed during the surgery and was not replaced. - there was no actual harm or negative clinical effect to the patient due to the misplaced screw, neither due to the 60 minutes of prolonged anesthesia; however, the surgery was considered not successful since only 5 out of the planned 6 screws were placed at the end of the surgery. There was also an increased risk of harm to the nerve root at right l4 due to the misplaced screw. - no further medical/surgical remedial actions were necessary, done, or planned for this patient. Hospitalization was not prolonged either.